Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation (eye, nose, respiratory tract), dizziness and/or headache, nausea/vomiting, kidney disease/toxicity, lung disease (unspecified). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice or recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has eye irritation, nose irritation, respiratory tract irritation, dizziness and or headache, nausea, kidney disease toxicity, and lung disease. There was report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the blower box, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam breakdown was not observed. The manufacturer used foam integrity test tool and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer concludes, there was no evidence of sound abatement foam degradation or breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box h6 was updated.